Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) indicated that since this issue occurred within one year after delivery of this iabp unit to the facility, our customer required us to change to another iabp unit, instead of this iabp unit. Thus, this iabp unit will no longer be returned to the facility. The serial number of the replacement iabp unit hasn't been determined/delivered yet. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, d4(UDI should be blank), g1(contact person).

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system overheat message. The iabp was powered off and them back on and used until it was replaced with another cardiosave unit 3 hours later. There was no harm or injury to the patient and no adverse event was reported.